Event description:
Related manufacturer reference number:2017865-2024-33301 it was reported that the patient presented for atrial lead replacement due to the lead exhibiting undersensing. During the procedure it was noted that the right ventricular (rv) lead insulation was damaged. The procedure was completed successfully by replacing both atrial and rv lead. The patient was in stable condition.